Manufacturer narrative:
(B)(4). Batch # m9137p. Additional information was requested and the following was obtained: is the broken I-blade being returned with the device?---no information. Or, was the broken I-blade discarded?---no information. The device was received with the iblade broken, with the upper jaw damage at the distal end teeth and the lower jaw damage. In addition, the electrode, ceramic and active rod was detached from the device as one piece and was returned with the device. Upon visual inspection it was observed that the iblade was stuck with the upper jaw teeth. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the iblade prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. There is insufficient evidence related to what caused the separation of the electrode from the device. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a total laparoscopic hysterectomy, the I-blade was broken off when the device was used on the stiff tissue at the end of operation. No pieces fell into and were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.